Event description:
Affiliate reported that the sensor did not show a value. As a result, the device was revised. Monitoring continued.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: blue markings on one side of the connector. Catheter material tied in a knot 3cms. From the sensor case. Catheter material is split open and wires are exposed at the knot location. Loose suture attached to the catheter body. The sensor cant be balanced. No testing was possible. Based on the above evaluation it appears that the device was inadvertently damaged by the customer during use. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is considered to be closed.